Event description:
It was reported that the customer received the button error alarm on the insulin pump. The customer stated that they pressed the act button, and the insulin pump then froze. The customer removed the battery, reinserted the battery and then received the button error alarm. The customer's blood glucose was 7.2 mmol/l. Troubleshooting was done. The customer stated that the they were trying to program a bolus when this issue occurred. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted. No frozen screen noted. The insulin pump had cracked battery tube threads, reservoir tube lip, minor scratched display window and missing end cap sticker.